Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20473. It was reported that the patient experienced overstimulation through her scs system. Reprogramming did not resolve the issue. In turn, the patient stopped using her scs system. Subsequently, the patient's scs system was explanted. The patient received two leads with a same lot number. The scs system is removed in 2011. Actual date of explant is unknown.